Event description:
Additional information received indicated the event was resolved by reprogramming the device.

Event description:
It was reported the patient received inappropriate atp therapy due to a supraventricular tachycardia. Abbott technical support was contacted and recommended reprogramming the device to resolve the event. No intervention has been performed at this time. The patient was in stable condition.